Event description:
It was reported that during a shoulder prosthesis surgery the drill could not be removed out of the quick connect drive shaft. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the device was received assembled to an ar-9617. Functional testing confirms that these devices cannot be disassembled. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.